Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitants: 3582274 02-010-03-0350 - logic cr femoral cem, right, sz 5. 4950371 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. 5307038 200-02-35 - three peg patella 35mm. Investigation results-the logic device with serial number 2217565 is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. No other information is available.

Event description:
It was reported via legal documentation that a patient had an initial right knee arthroplasty on (B)(6) 2018, approximately 5 years later, on (B)(6) 2023 the patient experienced a revision surgery for pain, stiffness, and weakness. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.